Manufacturer narrative:
Investigation summary: bd received 2 photos from the customer in support of this complaint. An evaluation of photos was conducted and the issue of foreign matter at the bottom of the tube was observed. Additionally, 100 retained samples from the bd inventory were visually observed, and no foreign matter was found. Bd was able to confirm the customer¿s indicated failure mode with the photos provided. Bd was unable to determine a root cause for the issue of foreign matter. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tubes customer found black in the tube. The following information was provided by the initial reporter. The customer stated: "black unknown particle was found in edta tube (368499)."